Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported there was burning and "popping" in her chest. The patient was having problems and uncomfortable feelings related to the device. The patient had grown from age 7 to age 9 since her implant and "that could make the leads not fit anymore". They felt like the wires were pulling and her chest hurt really bad on the morning of report. Additional information received from the health care professional (hcp) reported troubleshooting included skull and chest x-ray. No actions/interventions were taken. It was unknown what the cause of the tingling/burning/shocking/pain in the chest was. The patient had minor discomfort.

Manufacturer narrative:
(B)(4).

Event description:
A consumer later reported that the patient has been having headaches which had started around (B)(6) 2015 and had a sudden screaming headache on (B)(6) 2015. The patient had had dizziness and chest tightness where the stimulators were located. A healthcare professional told them to turn stimulation off. Following turning both stimulators off the headache had gone away within minutes. One stimulator was turned back on and the patient was still having dizziness. They had talked about changing out the batteries since the patient was still having problems. The cause was undetermined. Diagnostics included x-ray of hardware, seeing the neurosurgeon, interrogation of the integrity of the system. All was in working order and no abnormalities were detected. The patient was referred to the pain clinic. The patient's mother thought that these were not related to the stimulators.

Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387s-40, lot # va016ww, implanted: (B)(6) 2013, product type lead; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # va0611m, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
A consumer reported the patient started experiencing new symptoms on (B)(6) 2015. The patient¿s chest started burning, tingling, and hurting. All morning, the patient¿s chest had been hurting and it had felt like shocking. The patient had been crying and sometimes it felt worse. The sensations were in the area of the implantable neurostimulator (ins). The burning, tingling, and pain in the chest occurred on (B)(6) 2015 and the shocking, pain, and tingling occurred on (B)( 6) 2015. The patient had been referred to a pain management health care provider (hcp) by their deep brain stimulation (dbs) hcp. There was no trauma or falls related to the issue and there had been no recent medical tests or environmental exposure. The patient¿s indication for use is dystonia and movement disorders. No cause, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-21162.